Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 3 sensors were reported (serial numbers unknown) and all have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported on behalf of a customer who obtained incorrect reading issues with 3 adc devices as compared to fingerstick readings. No further details were reported and there was no report of an adverse event or third-party treatment provided for the reported issues. Based on the information provided, there was no report of serious injury associated with this event.